Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a pump did not pass a flow rate accuracy test during preventive maintenance testing. The customer stated that the pump failed low, and there was no pt involvement. During further communication with the customer, it was stated that the device was programmed to deliver 40 ml at 100 ml/hr and approx 37.5 ml was delivered. Baxter received the device and during functional testing, flow rate inaccuracies of greater than 10% were observed.